Event description:
The hcp nicked the dura during implant of the implantable neurostimulator. At the time of the procedure, no one was aware the event occurred until the pt developed a persistent spinal headache later. The pt was hospitalized. The first blood patch failed. A second blood patch was successful. It was suspected that the pt had a transient ischemic attack (tia) during the second blood patch procedure. A head scan on the day of the surgery ruled the tia out. The sys was explanted because the pt did not want it inside of her.